Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/18/2023. An investigation was conducted on 01/30/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. The heater wire was observed to be intact with no visual defects observed. The gray silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Based on the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. The lot # 3000283156 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #(B)(4) batch of component (B)(6) tub with rib, glues in c-ring was sent to getinge on a production po and released into production before all fa documentation was approved. ]. Based on the hr/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure they were harvesting vein endoscopically and getting to seal and cut branches. They inserted the device and attempted the first seal but the vasoview hemopro vh-3500 did not work at all. They immediately changed out the hp device for another, which worked as expected, and finished harvesting without issues. No patient injury.